Event description:
It was reported the pt experienced a loss of therapeutic effect, and the pt's device was in a power on reset condition (por). The reporter stated there is no known accident or incident related to this complaint. The pt was referred to their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information received reported that the patient's interstim device was at end-of-service due to normal battery depletion. She had her device replaced, and it was reported that the patient was doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Adverse event should have been checked in original report.